Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient¿s condition declined in the morning after the impella device had migrated. The pump was repositioned, necessitating an increase in pressor support to maintain mean arterial pressure. While on support, the patient was kept on continuous renal replacement therapy due to declining renal function. A retroperitoneal bleed was observed on the impella implant side. The patient was administered four units of packed red blood cells (prbcs) and one unit of platelets, and heparin was discontinued. Additionally, an infection was noted at the site of the cardiac device on the groin side, without associated hematoma. The patient also experienced episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf) the following morning. The impella device was explanted, care was withdrawn, and the patient subsequently expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.